Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during central processing, the tip of a permanent cautery hook instrument broke off when being brushed for cleaning. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) received additional information from the customer: there was no visible damage observed on the instrument prior to the cleaning, but it was noted that the instrument had five collisions with a fenestrated bipolar instrument in the last procedure.